Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the cytology brush was tested prior to use and it extended and retracted. The device was then inserted into the scope, and difficulty was encountered advancing it through the biopsy bung that sits on the scope. There was difficulty advancing the device through the scope due to buckling of the wire which compromised "pushability". It was reported that the part of the wire that buckled was the wire on the shaft of the brush. Inside the patient, with the device situated above the lesion in the biliary tree, the brush would not extend. The device was then removed and the brush was partially opened with difficulty due to the buckled wire. The device was then reintroduced into the bile duct and a few brushings were obtained. The device was removed from the patient and the brush was cut off for cytology analysis. When an attempt was made to remove the inner style, the top ring of the handle broke off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the cytology brush was tested prior to use and it extended and retracted. The device was then inserted into the scope, and difficulty was encountered advancing it through the biopsy bung that sits on the scope. There was difficulty advancing the device through the scope due to buckling of the wire which compromised "pushability". It was reported that the part of the wire that buckled was the wire on the shaft of the brush. Inside the patient, with the device situated above the lesion in the biliary tree, the brush would not extend. The device was then removed and the brush was partially opened with difficulty due to the buckled wire. The device was then reintroduced into the bile duct and a few brushings were obtained. The device was removed from the patient and the brush was cut off for cytology analysis. When an attempt was made to remove the inner style, the top ring of the handle broke off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush had already been removed from the device upon receipt and the brush was not returned. There were several kinks on the working length of the device, and the distal blue tip of the device was missing and the and the present distal tip smashed flat. The handle cannula was bent and broken; the proximal end of the handle was detached approximately 3.9 cm from the distal end f the orange thumb ring; the detached section was returned. The blue seal cap was tightened completely onto the t-fitting. Approximately 4.2 cm of the handle cannula remained attached to the brush wire. The brush wire did not move freely through the catheter due to the number of kinks on the working length. In addition, when the device was inserted into a duodenoscope with a 2.8 mm working channel, resistance was felt during insertion after the kinked areas entered the scope and the device could not be fully inserted into the scope. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4) for the reported event: brush wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.